Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The patient exhibited three vessel disease and had been previously refused for surgical bypass. The target lesion was severely calcified, 40mm in length, 85%-90% stenotic and was located in the mid-left anterior descending (lad) artery. The physician initially accessed the lesion using a crossing guide wire and then exchanged it for a csi viperwire guide wire. The oad was loaded onto the guide wire and advanced just proximal to the lesion. The physician performed two runs at low speed and two runs at high speed using the oad. At the conclusion of the final run, the patients hemodynamics started to decline and angiography revealed a perforation in the mid-lad. The oad was removed from the patient and an impella device was introducer into the patient to assist with ventricular output. The patient status continued to decline and the patient coded. A balloon was then advanced into the lad and inflated to occlude blood flow while cardiopulmonary resuscitation (CPR) was performed. The balloon was deflated and removed from the patient, and a stent was then deployed across the perforation in an attempt to resolve it. The patient was unable to be revived and expired. Additional information has been requested, but none has yet been received.